Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts with small amplitudes and frequency on the right ventricular channel, leading to oversensing with shock delivery. Furthermore, a significant decrease of the pacing impedance from 1000 ohms to 450 ohms occurred between september and october 2018. In the same time period, the sensing decreased from 5.5 mv to around 3 mv. These findings most likely resulted from the reported perforation of the lead. Should additional information become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported, that approx. 12 days after implant inappropriate shocks were detected through home monitoring. The physician suspected a perforation based on an echo and decided to reposition the lead. The reposition was successful.